Manufacturer narrative:
(B)(4). There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The pdrn stated that the peritonitis was caused by the diverticulitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The liberty cycler was not returned or repaired against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis nurse (pdrn) reported that the peritoneal dialysis patient was hospitalized on (B)(6) 2016 due to diverticulitis and peritonitis. The pdrn stated that the peritonitis was caused by the diverticulitis. The pdrn reported that there were no allegations of malfunctions against the cycler or the peritoneal dialysis therapy. The patient was treated with the antibiotics ancef and vancomycin. The patient was discharged from the hospital on (B)(6) 2016.